Event description:
An infection was reported. The patient had a severe "chemical reaction" to pump around the skin at pump implant site in 2007 or 2008 . Per the patient¿s spouse "the pump came out of implant site" while patient was at home in 2008, 6 to 8 months after cultures of the area had been taken by the healthcare provider. A small area had opened up and was oozing near the pump and the area ended up being 12 inches in length when the pump came out of patient. The pump was used to deliver morphine, dilaudid and lidocaine. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8731, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).